Event description:
It was reported that the patient had some granulizing at the anchor site suspected from the toe of sutures used. The patient underwent a procedure which the anchor was buried deeper and doing well post operatively.